Event description:
The customer reported that the system was not working. The field engineer confirmed that the x-ray tube was not functional and the generator had failed. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube, the precharge circuit board, and the batteries were replaced. The system was then found to be operating as intended.